Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that unspecified bd infusion set was occluded.the following information was received by the initial reporter with the following verbatim:one event was found during a normal saline infusion when the pump was alarming for occlusion, no patient harm reported.

Event description:
No additional information was provided.

Manufacturer narrative:
The customer reported occlusion in the set, and returned one with unknown material and lot. The set was visually examined, and no issues were found. Then, the set was set up with a gravity infusion, and the complaint of complete occlusion was verified. The occlusion was able to be popped open, and full flow was achieved using a water syringe flush. The source of the occlusion could not be found, but it is noted that white lipids were in the tubing. Additionally, the smart site ids were run and the manufacturing plant was able to find the sample is material 2420-0007, potential lots 24026298, 24026341, 24026294. The root cause for the occlusion could not be confirmed. The root cause may be related to the lipids infused in the filter, we recommend changing lipid infusions no later than 24 hours after their start. See the attached ¿filtering out the facts: recommendations to optimize performance of in-line filters for parenteral nutrition and intravenous fat emulsion infusions (ivfe)¿ for additional information regarding the use of ivfe with in-line filter administration sets. The lot number reported is unknown. The material is known from the smart site ID, and the and lot(s) ran in the review are only potential lots. Device history record review for model 2420-0007 lot number 24026298 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 27feb2024. Device history record review for model 2420-0007 lot number 24026341 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 27feb2024. Device history record review for model 2420-0007 lot number 24026294 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 27feb2024. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Your assistance in this matter has been helpful in trend identification and supporting our commitment to continuous quality improvement.

Event description:
No additional information was provided.

Manufacturer narrative:
No product or photo was returned by the customer. The customer complaint of alarming occlusion, and ballooning could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed because the material and lot number are unknown. The root cause of this failure could not be identified without a failure investigation. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Your assistance in this matter has been helpful in trend identification and supporting our commitment to continuous quality improvement.